Event description:
Additional information received from the consumer reported that the zapping sensation occurred for 2 years. The patient did not go in or out the doors of another store. It was noted that this was the patient's solution; turning off the therapy before entering a store would be a major inconvenience. Additionally, zapping occurred with 3 other retail stores but the patient noted they were not stores they visited weekly. The device was wonderful and the zap was a minor inconvenience.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v312656, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported getting "zapped" when she went into certain retail stores. She did not go into one retail store any longer because the zap was very strong. The patient understood what she could and couldn't do. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.